Event description:
This complaint is from a literature source. The following literature cite has been reviewed: sarraj m, corso ka, ruppenkamp j, register k, mechas c, freedman b, dykes d. Index hospital costs and postoperative outcomes of lumbar spine fusion with fibergraft vs bone morphogenic protein-2: a propensity score-matched analysis. Int j spine surg. 2026 feb 6:8847. Doi: 10.14444/8847. Epub ahead of print. Pmid: 41651674. Objective/methods/study data: the objective of this retrospective, comparative study is to compare economic, health care utilization, and postoperative outcomes associated with the use of a bioactive glass vs bmp-2. Between 1 january 2016 and 30 april 2024, patients who underwent lumbar fusion procedures between 1 january 2016 and 30 april 2024 were included in this study and followed for 365 days (1 year) after lumbar fusion (index). There were 1,013 patients (433 male and 580 female) where fibergraft (depuy synthes, raynham, ma), referred to as bioactive glass was used, and bone morphogenic protein-2 was used in 59,394 patients (26,912 male and 32,482 female). After psm, 1013 patients remained in each group. The most frequent age group was 65 to 74 years (34% in each cohort). Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy spine fibergraft other devices that were used on the patient at the time of the event: interbody cage (unknown manufacturer). Adverse event(s) and provided interventions possibly associated with unk bio putty/paste: prosidyan (qty 51): (n=11) postoperative pseudarthrosis; no intervention reported. (N=21) postoperative spinal infection; no intervention reported. (N=19) postoperative surgical site infection [ssi]; no intervention reported.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition; therefore, it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.